Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was discovered that the right atrial lead (ra) exhibited noise that was oversensed by the device and led to inappropriate mode switch. No intervention was performed. No patient consequences were reported.

Event description:
New information received notes that the patient presented in the clinic for follow-up. Upon interrogation, the right atrial lead (ra) exhibited a failure to sense and undersensing. The ra lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.